Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that the patient device was in overdischarge and possible explant. It was reported that patient has not been using his device for the last 6 months and has not recharged over 6 months. He states that his pocket is still sore after 2 years and the spine site is sore as well. Like his body is rejecting the device. He mentioned it has always been sore and that this is not new pain. The nurse looked at both sites and they were not red or swollen or showed any signs of infection. Patient had multiple commodities and recently had surgery and back stimulator for cervical fusion. Patient did not want to start a trickle charge and requested to see a neuro surgeon for explant. The rep tried to interrogate the device but could not. The issue was resolved at the time of this report. Unknown if surgical intervention has occurred. Patient is alive with no injury. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep).it was reported that the other surgeries were not related to the patient manufacturer device or therapy. The explant has not been scheduled. The information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event.